Event description:
Per the clinic, the patient experienced swelling and pain at the incision site and subsequently was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.